Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) that was implanted a little over a year ago, could not be interrogated. A magnet was placed to determine the battery status and the placement yielded no response. This ICD was removed and replaced, as the battery appeared to have depleted quicker than expected. No additional adverse patient effects were reported.